Event description:
It was reported that a loss of capture was noted on the left ventricular (lv) lead. A fluoroscopy was performed revealing dislodgement. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.